Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed through material analysis evaluation of the returned device. Method & results:  -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: overview photos of the returned device shows the fracture surface of one of the two posts on the lateral side. Photos show the damage seen on the medial side. Close up photos show the hackles that are evidence of overload fracture in the ultra-high molecular weight polyethylene plastic material. A material analysis has been performed. The report concluded: all the damage to the device is consistent with overload fractures. The fractures to the two posts on the lateral side are consistent with a fall that the patient incurred. The damage to the medial side is also consistent with a fall creating an impact to the surface against a harder object. Some of the damage seen to the flange area may be due to contact with hard surgical tooling during explantation. No defects in the material were found, nor any indications of manufacturing nonconformances. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: overview photos of the returned device shows the fracture surface of one of the two posts on the lateral side. Photos show the damage seen on the medial side. Close up photos show the hackles that are evidence of overload fracture in the ultra-high molecular weight polyethylene plastic material. A material analysis has been performed. The report concluded: all the damage to the device is consistent with overload fractures. The fractures to the two posts on the lateral side are consistent with a fall that the patient incurred. The damage to the medial side is also consistent with a fall creating an impact to the surface against a harder object. Some of the damage seen to the flange area may be due to contact with hard surgical tooling during explantation. No defects in the material were found, nor any indications of manufacturing nonconformances. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: patella broke after patient fell.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: patella broke after patient fell.